Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was just vibrated and turn off. Customer stated that the insulin pump still not showing any display after changing the battery. The customer stated that the insert battery alarm did not display on the screen. The contacts on the battery cap, battery compartment and spring were neither corroded not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display noted during testing. (B)(4).